Manufacturer narrative:
The occurrence of the event is included in the potential adverse event section of the device labeling. The frequency for this event is not greater than is usual. The physician reported the event is not related to the device. Complaint history review did not find any similar events.

Event description:
Pt was implanted with miniarc sling on (B) (6) 2010. On (B) (6) 2010, a physician reported that the pt has severe pelvic pain, vaginal, clitoral and legs. She has had MRI, seen a neurologist and all is normal. Referred to urogynecologist and they have removed a portion of the sling. The pt is still having pain.